Manufacturer narrative:
The device was retained by the clinic, therefore will not be available for analysis by the manufacturer. This report is submitted april 19, 2017.

Event description:
Per the clinic, the device was explanted one week after initial implantation due to misplacement of he electrode array into the vestibule. The patient was reimplanted with another cochlear device during the same surgery.